Event description:
It was reported that during the implant procedure, the catheter dissected the coronary sinus. No intervention was reported. The patient was in stable condition post procedure.

Manufacturer narrative:
UDI (di): (B)(4).